Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer feels that a longer cannula will help them sleep better with the insulin pump. It is unknown what caused the low blood glucose. The customer was not hospitalized and did not want to troubleshoot the issue. The customer was transferred to the customer support center for assistance. The customer did not return the product back for analysis.